Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level. After attempting to charge the pump using different wall adapters and troubleshooting with the original equipment, the issue was resolved as the pump began charging. No further assistance was required.